Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause of malfunction:user's test strips had a poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 230 mg/dl. The customer's expected fasting blood glucose test result range is 113 to 160 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 124 and 161 mg/dl using true metrix air meter. Customer has an hga1c of 6.5%. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 230mg/dl. The customer's expected fasting blood glucose test result range is 113 to 160mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 124 and 161mg/dl using true metrix air meter. Customer has an hga1c of 6.5%. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is within the month of october 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).